Event description:
It was reported that the patient presented in clinic. It was noted there was no capture on the ventricular leadless pacemaker (vlp). It was suspected that the vlp had micro-dislodged. The patient was asymptomatic. The vlp was retrieved and successfully reimplanted on (B)(6) 2026. The patient was stable throughout the procedure.

Event description:
Correction: in addition to the aforementioned complaints on the vlp, it was also noted the vlp had high pacing impedance.